Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house contour next ez meter was tested with the in-house contour next test strips, which gave satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that her blood glucose readings between 2019 and 29-sep-2019 were not being stored in the memory of the contour next ez meter.there was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.